Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2018, the 00mlx 300w xenon light source has melted turret. There was no patient contact and no surgery delay. Additional information requested.

Manufacturer narrative:
Investigation completed on 16mar2018. The returned mlx light source presents with user labels wolf port and the turret was melted at the outer rim. Unable to insert fiber optic test cable for lumens measurement. The reported complaint was confirmed. The findings are considered user error and consistent with the use of an under rated fiber optic cable for the mlx lightsource.